Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the machine froze up, creating a large block of ice. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.